Event description:
The resident involved has a history of right-sided cerebral vascular accident with subsequent right-sided paralysis of the lower extremity. Pt is wheelchair bound. On the evening of the incident pt was being wheeled about the nursing unit by her husband, who is also a resident of facility. About 7 pm pt requested to be put to bed. The certified nursing assistant took her to her room and positioned the wheelchair beside the bed. Rn then lifted the resident's gown off her legs in preparation to transfer pt to bed and discovered the right pedal of the wheelchair in a partially raised position, digging into the resident's right lower anterior leg at the site of a five-inch laceration. This laceration resulted in an ER room visit to a local hosp and required ten sutures to repair. The wheelchair was inspected and had no rough or sharp edges and was in proper working condition.